Event description:
After patient coded, lma unique was inserted and adequate ventilation established in preparation for a difficult airway intubation. The lma was removed and intubation attempted. Intubation attempts were unsuccessful. The previously used lma was inflated, then deflated and re-inserted in the patient. Once inserted, the cuff would not inflate. It was removed and replaced with an used lma unique. An airway with adequate ventilation was re-established. The previously used lma was examined and the cuff appeared to be flat and sticking together. An attempt to inflate the cuff was made but was unsuccessful. The lma was discarded.